Event description:
Plate fractured 2 years after original implantation. Original implantation was done in accordance with other stryker product and procedures. Mandible reconstructions/resection/bridging defect.